Event description:
User reported a roche field service representative had been out to work on an erratic tsh and free t4 issue with the analyzer and after he left, they received erroneous free t4 and tsh results for 2 patient samples. Other samples with low results have been repeated producing the same values, so this is an intermittent issue. The doctor questioned the erroneous results reported and requested the samples to be rerun. Sample type for tsh is serum drawn in a bd gold top sst long (100mm tube). Sample type for ft4 is serum drawn in a red top serum tube without a separator. Sample 1: initial free t4 gave < 0.023 ng/dl accompanied by a data flag alerting the user the result was below the measuring range of the assay. The sample was repeated giving 1.14 ng/dl. No diagnosis or treatment was provided to the patients as the doctors held off for the rerun results and corrective reports were created for the erroneous results that were reported. User provided discrepant tsh results for one additional patient sample which also occurred on (B) (6) 2010. Initial result gave 0.073 uiu/ml accompanied by a data flag alerting the user the result was below expected value range of the assay. The sample was repeated giving 10.79 uiu/ml. User said these results were never reported out as they were running everything in duplicate at that time. The field service representative found a bent s/r probe was the cause, and replaced s/r probe and aligned probe at all stations. Five patient samples were run in duplicate with good results and repeated well. Controls were run with results at or near mean to verify analyzer performing within specification. User stated they had not had any further incidents since service visit.

Manufacturer narrative:
No diagnosis or treatment was provided to the patients as the doctors held off for the rerun results and corrective reports were created for the erroneous results that were reported. User provided discrepant tsh results for one additional patient sample which also occurred on (B)(6) 2010. Initial result gave 0.073 uiu/ml accompanied by a data flag alerting the user the result was below expected value range of the assay. The sample was repeated giving 10.79 uiu/ml. User said these results were never reported out as they were running everything in duplicate at that time. The field service representative found a bent s/r probe was the cause, and replaced s/r probe and aligned probe at all stations. Five patient samples were run in duplicate with good results and repeated well. Controls were run with results at or near mean to verify analyzer performing within specification. User stated they had not had any further incidents since service visit.

Event description:
User reported a roche field service representative had been out to work on an erratic tsh and free t4 issue with the analyzer and after he left, they received erroneous free t4 and tsh results for 2 patient samples. Other samples with low results have been repeated producing the same values, so this is an intermittent issue. The doctor questioned the erroneous results reported and requested the samples to be rerun. Sample type for tsh is serum drawn in a bd gold top sst long (100mm tube). Sample type for ft4 is serum drawn in a red top serum tube without a separator. Sample 2: on (B)(6) 2009 initial tsh gave 0.066 uiu/ml accompanied by a data flag alerting the user the result was below expected value range of the assay. The sample was repeated same day giving 1.23 uiu/ml. No diagnosis or treatment was provided to the patients as the doctors held off for the rerun results and corrective reports were created for the erroneous results that were reported. User provided discrepant tsh results for one additional patient sample which also occurred on (B)(6) 2010. Initial result gave 0.073 uiu/ml accompanied by a data flag alerting the user the result was below expected value range of the assay. The sample was repeated giving 10.79 uiu/ml. User said these results were never reported out as they were running everything in duplicate at that time. The field service representative found a bent s/r probe was the cause, and replaced s/r probe and aligned probe at all stations. Five patient samples were run in duplicate with good results and repeated well. Controls were run with results at or near mean to verify analyzer performing within specification. User stated they had not had any further incidents since service visit.

Manufacturer narrative:
No diagnosis or treatment was provided to the patients as the doctors held off for the rerun results and corrective reports were created for the erroneous results that were reported. User provided discrepant tsh results for one additional patient sample which also occurred on (B)(6) 2010. Initial result gave 0.073 uiu/ml accompanied by a data flag alerting the user the result was below expected value range of the assay. The sample was repeated giving 10.79 uiu/ml. User said these results were never reported out as they were running everything in duplicate at that time. The field service representative found a bent s/r probe was the cause, and replaced s/r probe and aligned probe at all stations. Five patient samples were run in duplicate with good results and repeated well. Controls were run with results at or near mean to verify analyzer performing within specification. User stated they had not had any further incidents since service visit.